Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21221125.

Event description:
It was reported that patients ipg would not connect to rc and no longer holds a charge. It was also noted that patient had inadequate pain relief. The patient underwent a system explant procedure. The explanted devices were not returned.